Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, after repositioning and implanting the va lcp plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He slowly inserted and locked the va locking screw though the guiding block in a positioning hole. The surgeon locked all screws by the torque limiter handle; however, this screw couldn't be locked in the proximal row, most styloid hole. Reportedly this screw was fallen in the hole and the surgeon stopped short of penetration for this screw. He confirmed the hole and noted that the screw went through the hole. The surgeon could remove the penetrated screw but he was not able to remove the implants; therefore, the plate and screws remains implanted in the patient. The surgeon chose fixed mode and used the torque limiter 0.8nm in lock by hand. The toque value was checked before shipping and cleared testing. The surgeon followed the new surgery guide. It was reported the surgeon used the guiding block, quick drill sleeve and torque limiter by fixed mode. The surgeon did not used power tool in lock. This is 2 of 2 reports for the same event.